Event description:
It was reported that the patient was implanted with a ceramic liner. The ceramic liner came out post surgery. The patient underwent revision surgery the next day, where a new ceramic liner was inserted.

Manufacturer narrative:
(B)(4). Report source-foreign-china. Concomitant medical products: item name: 54mm o.d. Size jj porous uncemented with cluster holes shell use with jj liners; item#: 00875305401; lot#: 65417695. Item name: bone screw self-tapping 6.5 mm dia. 25 mm length; item#: 00625006525; lot#: 65193843. Item name: femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 9 standard offset reduced neck length; item#: 00771100910; lot#: 65016722; item name: biolox delta, ceramic femoral head, l, 36/+3.5, taper 12/14; item#: 00877503603; lot#: 3041356. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. X-rays were provided and reviewed by a health care professional. Review of the available records identified abnormal placement of the ceramic liner of the acetabular cup which appears separated from the cup and located adjacent to the medial portion of the femoral head hardware component. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.